Event description:
A nurse reported that during intraocular lens (iol) implantation, a haptic broke. The incision was widened to facilitate removal of the lens. The lens was removed and replaced with another lens during the same procedure. The outcome was satisfactory.